Manufacturer narrative:
Concomitant medical products: bd 1 ml syringe; therapy date (B)(6) 2016. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a caffeine infusion (0.19 ml over 10 minutes) infused only 0.1 ml, and 0.09 ml remained in the syringe. The ikp data report showed 0.19 ml infused which was not expected. The patient subsequently received the complete dose of medication, and no patient harm or medical intervention was necessary.